Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1955. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was not reported. Treatment for the peritonitis was not reported. Extraneal, nutrineal, and physioneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.